Event description:
It was reported that a harmonic scalpel was activating on its own when the buttons were not being pushed. No patient injury was reported.

Manufacturer narrative:
The device was evaluated by ascent and visual and microscopic inspection revealed no anomalies in the button assembly. However, when the membrane switch was examined, the min pressure pad was observed to be depressed in the "on" position. The scalpel was function tested and a hand switch error code was emitted. It was not able to be determined what caused the min pressure pad to stay in the depressed "on" position. Ascent's inspection and packaging procedure would easily identify membrane switches in this condition and the lot control sheets indicate that the devices within the lot passed all applicable tests and inspections. Due to the infrequency of this type of event, no trend analysis is available.